Manufacturer narrative:
The reported events of high defib impedance and fracture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Imaging found no physical anomalies, but fracture was suspected. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: added 'foreign' to g2 report source